Event description:
On january 6, 2007 the lay patient's mother contacted lifescan (lfs) alleging that the ok button of the patient's one touch ultra 2 meter was stuck and she was unable to test with the meter. The patient is a child who was diagnosed with diabetes 3 years ago. She takes 50 units of 70/30 insulin each morning and evening. She does not adjust the dose based on her meter readings. The mother said the patient was unable to obtain a reading on the meter for "almost a week". The patient continued taking her daily insulin and eating as usual. On january 5, 2007 the patient developed a headache and became very sleepy, while at school. School personnel did not have a meter to test the patient's blood glucose. They called ems. Emt's obtained a reading of 485 mg/dl on the ems meter at 12:30 pm and took the patient to the ER. The mother did not know the first blood glucose reading obtained in the ER. The patient was treated with IV novolin regular insulin in the ER. A blood glucose result of 92 mg/dl was obtained on the ER meter before the patient was discharged about 4:00 pm. The mother said she and patient are scheduled to attend a class focused on changing patient's insulin regimen to novolog and lantus insulin. The customer care advocate (cca) confirmed that the reported meter's ok button was sticking. The meter and test strips were replaced. The complaint is reported because the patient was unable to obtain a reading on the lfs product. She experienced symptoms that suggested hyperglycemia. A hyperglycemic reading was obtained on an ems meter and the patient was treated with insulin in the ER.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.